Event description:
It was reported to philips that the c arm of the azurion device moved without command. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and unable to replicate the reported issue. The fse confirmed that the reported issue was caused by a loose controller connection. As part of the repair process, the fse ensured that all cables were properly secured. Furthermore, the field service engineer examined the logfiles and discovered no errors. C-arm movements occur only when commanded. The system was in good working condition. Fse advised to the customer to monitor the situation and to notify us if the problem occurred. The codes were updated based on the investigation outcome.